Manufacturer narrative:
The impella device was received from the customer on 20-feb-2024 and therefore, an evaluation of the device was is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during a set up for an emergency case, it was noticed that the blue purge disc holder was broken. There was no patient involvement.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The aic's reported issue with the broken purge retainer was confirmed. Purge disc retainer was completely broken off. The cause of the issue was a broken purge retainer.